Event description:
The following was reported to gore on may 19, 2025 from the (B)(4) study database: on (B)(6) 2020, this 84-year-old age male patient underwent an endovascular procedure for a thoracoabdominal aortic aneurysm involving the visceral vessels. A gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device was planned for this patient. The patient was treated with a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) aortic component. The patient was also treated with multiple devices; all tambe system components were successfully tracked from the access site to the intended implantation site and released from delivery catheters successfully. On (B)(6) 2025 it was noted by core lab review that there was a wire fracture to the gore® excluder® thoracoabdominal branch endoprosthesis (tambe) aortic component. This deficiency was not associated with any adverse events at this time. There has been no intervention.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.